Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose was 8.6 mmol/l. The customer had reverted to a back-up plan. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a bleeding lcd glass.